Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with insulin flow blocked alarm at 1.25 lbs during force sensor test due to out of specification force sensor zero offset (-0.5 mv). Unit was received with scratched case and minor scratched lcd window.